Event description:
It was reported that pump displayed malfunction alarm malf 12 with a momentary power loss to vibrator motor, and no notable events occurred prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, was assisted with resetting pump, confirmed that malfunction did not recur after reset, and was advised to continue using pump and to call back if any malfunction code recurred.